Event description:
A battery depletion issue was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.